Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
Angiodynamics' distributor received a complaint from a customer reporting a tine detachment with a talon rfa probe. The procedure was completed with a new of the same device. There was no report of any patient effect due to this event. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The evaluation of the returned device noted the original complaint description of "tine detached" was incorrectly reported. The sample evaluation noted the trocar of the handle had partially detached. This failure mode does not meet the criteria of a reportable event. This medwatch is being submitted in order to close the complaint file. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: "do not bend or kink the trocar or the needles. This may cause damage and result in a non-functional device. Note: for the semi-flex device over bending the trocar to a radius smaller than 2 inches/5 cm, beyond 90° curvature, and/or kinking the device can damage the trocar, which could contribute to patient injury. Before inserting the device, fully retract the needles by holding the main body in place and pulling back on the deployment shaft disk. If retraction of the device becomes difficult, do not exert additional force. Infuse a small amount of saline solution and gently work the needles loose by alternating between a slightly retracted and a deployed position (while holding the main body with one hand and the trocar (at the point of insertion) with the other hand). The saline solution will generally soften the ablated tissue surrounding the electrodes. Once the ablated tissue softens, the arrays can be worked loose from the tissue and fully retracted." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).